Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. It was reported that the customer had received compromised force sensor system alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system alarm, excessive no delivery test and displacement test. No unexpected compromised force sensor system alarm noted during testing. Device had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.